Event description:
Customer reported an issue with the pump, specifically that the touchscreen was not responding to input. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the customer to perform a pump reset and the touchscreen test, but these did not resolve the issue. Consequently, the pump was replaced under warranty, and the customer was given instructions for returning the problematic device. The customer did not disclose which backup therapy would be used during the interim.